Manufacturer narrative:
H4: the lot was manufactured between may 13-14, 2024. The actual device was received for evaluation. A visual inspection noted a light brown particle, measured to be 0.40 square mm in size. The particle was embedded in the material of the tubing line and was not in the fluid path. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir test (fourier-transform infrared spectroscopy). Pvc and phthalate are the materials of the tubing line. A fragment of burnt pvc (brown particle) can potentially be embedded in the material of the tubing line during the manufacture of the tubing line. The reported condition was verified. The cause of the condition was manufacturing related, however, since the particle was not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. Particle outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light brown foreign material was present on the surface of a small volume infusor tubing. It was unspecified whether the foreign material was located outside or inside the tubing. This was observed after priming. There was no patient involvement. No additional information is available.